Manufacturer narrative:
Detailed product information was not provided to bsc. It was not available because the device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced a pericardial effusion after undergoing a pulsed field ablation (pfa) procedure. The procedure proceeded normally, except for an unusual septal crossing. Standard pulmonary vein isolation (pvi) and posterior wall ablation were performed with 40 applications. No unknown veins were detected. Upon exiting the left atrium, an ice catheter check revealed no effusion. The case was concluded with radiofrequency cti line. Pressure remained stable during the procedure and upon extubation. However, 30 minutes after the patient was wheeled out, hypertension was observed. An echocardiogram revealed an effusion. A pericardiocentesis was performed to resolve the event. The device is not expected to return as it was disposed, therefore the lot number is not available. It was further reported that the patient is no longer in ICU but discharged from the hospital is not known at this time. Additionally, the pfa procedure was performed to treat persistent atrial fibrillation and considered off-label use.

Event description:
It was reported that the patient experienced a pericardial effusion after undergoing a pulsed field ablation (pfa) procedure. The procedure proceeded normally, except for an unusual septal crossing. Standard pulmonary vein isolation (pvi) and posterior wall ablation were performed with 40 applications. No unknown veins were detected. Upon exiting the left atrium, an ice catheter check revealed no effusion. The case was concluded with radiofrequency cti line. Pressure remained stable during the procedure and upon extubation. However, 30 minutes after the patient was wheeled out, hypertension was observed. An echocardiogram revealed an effusion. A pericardiocentesis was performed to resolve the event. The device is not expected to return as it was disposed, therefore the lot number is not available. It was further reported that the patient is no longer in ICU but discharged from the hospital is not known at this time. Additionally, the pfa procedure was performed to treat persistent atrial fibrillation and considered off-label use. It was further reported that the patient was discharged from the hospital but the date of discharge is not available.

Manufacturer narrative:
Additional information was provided in section b5 describe event or problem and correction to section h6 impact codes, code f08 was removed. Detailed product information was not provided to bsc. It was not available because the device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.